Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Health professional? Is being updated to yes. Occupation is being updated to healthcare professional. Initial reporter also sent report to FDA? Is being updated to no. Complaint conclusion: it was reported that a mynx ace vascular closure device (vcd) balloon ruptured during prep. Another device was prepped and deployed successfully. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The patient's hospitalization was not extended. The patient was noted to have recovered. Attempts to gather additional information from the customer were made but unsuccessful. The product was not returned for analysis. Review of lot f1720504 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynx ace vascular closure device (vcd) balloon ruptured during prep. Another device was prepped and deployed successfully. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The patient's hospitalization was not extended. The patient was noted to have recovered. The vcd will not be returned for analysis.

Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynx ace vascular closure device (vcd) balloon ruptured during prep. Another device was prepped and deployed successfully. The vcd will not be returned for analysis.